Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was air ingress was observed at the hemostatic valve.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number: 0012866909 was returned and analyzed. Native dilator was not returned. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. Functional testing was performed, and no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the lab test dilator luer and tip was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test and the aspiration test were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported issue (air or bubbles in the sheath) was not confirmed through analysis and the sheath failed return inspection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using cryotherapy to treat a patient with a medical history of paroxysmal a trial fibrillation, an alleged product issue occurred involving air or bubbles in the sheath (sheath 12fcc13 flexcath contour 12f). The issue was addressed by attempting to slowly aspirate and clear the air or bubbles, but these efforts were unsuccessful. The sheath was then changed, which resolved the issue, and the case was completed. The patient was under general anesthesia, and no symptoms, complications, adverse events, injuries, deaths, infections, or irregularities were reported. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend hospitalization. No patient complications have been reported as a result of this event.